Event description:
It was reported that when using the BD Pyxis¿ ES Server users were unable to log in to the Pyxis stations. The customer indicated that the issue was affecting all stations across the facility, prevented user access to the system.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, a technical support specialist (TSS) remotely connected to the server and reviewed communication status across multiple machines. The TSS verified that communications were current and functioning properly on all reviewed machines and confirmed that there were no issues with the device, and no further investigation was required, and customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.